Event description:
It was reported that the handheld would not complete diagnostic testing. A second programming system was used and successfully completed the diagnostic test. The handheld was not plugged in and the wand was rotated to different angles to try and get successful communication. The handheld connections were confirmed to be connected well and the wand light confirmed to be illuminated green for greater than 30 seconds. Further follow-up revealed that a new programming system was requested. It was reported that the wand light will only stay illuminated for approximately five seconds despite having just put in a brand new battery. The site believed that the handheld was very old. A new programming system was provided to the physician. The programming wand was returned for analysis. The handheld and flashcard have not been received to date. The wand analysis was completed on 06/04/2014. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. After a known good bench battery was installed, the programming wand performed according to functional specifications.